Manufacturer narrative:
An event regarding alleged "crack/fracture" involving a trident universal driver shaft was reported. The event was confirmed. Review of the device history records was performed and the product was released with no reported discrepancies. There have been 2 similar previous reported events for this lot ID. The reported event was confirmed as per visual inspection of the returned device which shows that the hexalobular tip of screwdriver was fractured. Deformation to the driver indicates the tip fractured while the device was being used to tighten a screw. Material analysis is not performed as this falls under the scope of CAPA (B)(4). Corrective action: CAPA (B)(4) performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. Design change was implemented on may 6, 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant). Product surveillance will continue to monitor for trends.

Event description:
The u-joint screwdriver tip broke off during screw implantation. Another screw prep tray was sterile and another screwdriver shaft was used to complete the case.